Manufacturer narrative:
Analysis was performed at the philips authorized repair facility. Results of functional testing indicate that there were scratches and delamination of bezel and corrosion on pin 4. The alleged problem was not confirmed upon evaluation. Based on the results of the analysis, the product malfunction was unable to be confirmed. The device was repaired by replacing the parts that were found damaged and/or outdated. The customer received an exchanged of the device for returning this device. A review of the service history for this device shows that the problem has not been reported again for this device.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1; reporter institution phone numbe: (B)(6). E1: reporter phone numbe (B)(6).

Event description:
The customer reported that the device is showing inaccurate heart rate. It is unknown if the device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
The customer has accepted the quote to received an device exchange in return of sending there device for further evaluation. A follow up report will be submitted once the investigation is complete.